Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted colostomy closure surgical procedure using an xi system before surgical ports placement, the customer called to report error 23008 on universal surgical manipulator (usm) arm2 at startup. The site attempted a power cycle prior to contacting tech support, but this did not resolve the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the site to manipulate arm2, restart, and perform a hard power cycle; however, error 23008 persisted at startup. The site consulted with the surgeon about proceeding with the procedure using three arms. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and in system logs, the 23008 error was found indicating pot to encoder error on the usm 0x1 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where sensors check was found to be failing on the 0x1 axis. The complaint regarding repeated errors was confirmed by failure analysis. The probable root cause is attributed to sensor errors resulted from a faulty yaw searchlight board located on usm.

Event description:
Refer to h11 for follow-up information.